Manufacturer narrative:
During the device evaluation, corroded contact pins were found, which is a probable cause of the reported running without user activation and the bias current warning. The device has not been returned to the user facility at this time.

Event description:
It was reported that during testing conducted at the manufacturer facility, the universal driver ran without user activation and then stopped running and caused a bias current warning to be displayed on the console. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.